Event description:
It was reported by repair work order that the cot has reduced braking force due to damaged wheels. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.